Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 515 mcg/day) in flex mode via an implanted pump. The patient's medical history included intractable spasticity. Clinical notes provided listed the following problems as reviewed by a nurse practitioner on 07/30/2015: spastic quadriplegic cerebral palsy, neuromuscular scoliosis-posterior spine fusion t2 to the pelvis (hardware removed 2011), impaired mobility, impaired activities of daily living, dysmenorrhea, menorrhagia, amenorrhea, dystonia, low back pain, urinary tract infection (uti), recurrent uti, and gastroesophageal reflux disease (gerd). A consultation on (B)(6) 2015 restless legs (primary diagnosis); face legs, activity, and "cry" was noted. The patient was described as never having been a smoker and their wheelchair weight was 66.8 pounds. The patient had an allergy to adhesives regarding rash - severe. It was reported that from (B)(6) 2014 the patient experienced high tone which was reported as ongoing; an x-ray was noted (date and results of x-ray not reported). A hospital encounter was noted to have occurred on (B)(6) 2014. On (B)(6) 2015 a dye study revealed no issue; no leaks or discontinuity was observed and the CT was normal. As per the pump's log, lioresal with concentration 2000 mcg/ml was administered at a flex dose rate of 469.5 mcg/day as of (B)(6) 2015. Outpatient medications/ medications taken at the time of the event included the following (therapy dates not specified): acetaminophen (tylenol) 325 mg tablet, baclofen (lioresal) 5 mg/ml suspension, bisacodyl (fleet bisacodyl) 10 mg/30 ml enema, diazepam (valium) 5 mg tablet, guar gum (benefiber sugar free guar gum) powder, gummi bear multivitamin oral, lactobacillus rhamnosus gg (probiotic oral), lansoprazole (prevacid solutab) 15 mg disintegrating tablet, lubiprostone (amitiza) 24 mcg capsule, medroxyprogesterone (dep o-provera) 150 mg/ml injection, ondansetron (zofran odt) 4 mg disintegrating tablet, oxycodone (roxicodone) 5 mg tablet, polyethylene glycol 3350 oral, and sulfamethoxazole - trimethoprim (bactrim ds) 800-160 mg tablet.